Manufacturer narrative:
(B)(4) - no consequences or impact to patient. Deflation issue. Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: conclusion: the actual device used for the case was returned and evaluated. Visual examination of the returned occlusion balloon wire revealed that there was no visible damage noted. An inflation/deflation test was performed using the returned components and revealed that there was a stream of air bubbles noticed coming from the inflator resulting in the occlusion balloon not inflating. An in-house adapter and inflator were used and the occlusion balloon was successfully inflated and deflated without issue. Additional testing was conducted on the adapter and leaking was noticed at the bonded luer area. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is not confirmed for balloon deflation; leaks discovered in related components not in balloon material. The analysis is complete as of today (B)(4) 2013.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. At some point during procedure, the occlusion balloon deflated unexpectedly. No health hazard to the patient. No abnormality noted during preparation. Additional case details have been requested.

Event description:
Additional information has been provided that the event occurred during the preparation of the device and not during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.